Event description:
It was reported that during a scheduled filter retrieval, the venacavagram showed the filter tilted more than 15 degrees and one filter arm and two legs were outside the ivc wall by more than 3mm. There was no dye extravasation seen. The retrieval attempt was unsuccessful, and the physician was unable to get the wire near the filter tip. On f-u CT, it was reported that it appeared a filter arm and leg had penetrated the aorta and a filter leg penetrated the duodenum. The pt is asymptomatic and has been discharged from the hospital. The filter remains implanted. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The device remains implanted; therefore, not available for evaluation. The event investigation is currently underway.